Event description:
The customer reported that during a percutaneous transluminal angioplasty procedure, the catheter got stuck in the left common iliac while removing the catheter after crossover. The tip broke off in the pt but remained on the guide wire. The physician accessed the right femoral and caught the guide wire with a snare. The catheter fragment was pushed to the left side while on the wire with the use of another catheter. The fragment was removed from the pt. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.